Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was with her visiting nurse when she had seizure and lost consciousness. No patient symptoms prior to the event were reported. The nurse called 911. When emergency medical services (ems) arrived, the bg was 22 mg/dl while the cgm was reading 226 mg/dl. She was incoherent and treated with 15 grams oral glucose and transported to the hospital. She was hospitalized for 5 days. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.